Manufacturer narrative:
The complete initial reporter's facility name (B)(6) hospital. The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the operation, after the insertion of the patient's foley catheter balloon, the urine flow could not be confirmed, and its use was discontinued.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11881143. Received 1 all silicone foley catheter with syringe attached to the urine meter bag. Verified material number 119314 and manufacturing lot number ngjw3472. Attempted to flush drainage lumen with d.I. Water and solution and it did not flow. It was stuck in the drainage funnel. Dissected funnel and found that the drainage lumen was not fully perforated and extra silicon was blocking most of the lumen. Per CAPA 11881143, the identified potential root cause for this failure is that the core pins used in balloon molding were found to be out of specification. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11881143. Refer to CAPA 11881143 for further details. Correction: d,f,h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the operation, after the insertion of the patient's foley catheter balloon, the urine flow could not be confirmed, and its use was discontinued.